Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident from the 5th to the 16th distal stent wraps with struts raised, bunched and overlapping. Slight deformation was evident to the distal tip. The inner lumen patency was not verified with a 0.015inch mandrel and 0.014 inch guidewire due to contrast in the lumen. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an endeavor resolute drug eluting stent to treat a non-tortuous, severely calcified lesion with 90% stenosis in the distal lad. There was no damage noted to packaging and no issues when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. And excessive force was not used during delivery. It was reported that positioning difficulties were encountered and the stent could not pass through the lesion. No patient injury was reported. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Stent deformation was noted during device analysis.